Manufacturer narrative:
(B)(4). Dexcom reviewed receiver data on 02/19/2015. The complaint of inaccurate readings could not be confirmed.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter patient experienced on (B)(6) 2015. No injuries or medical intervention were reported.